Event description:
It was reported that the patient presented to the clinic experiencing fatigue. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. On (B)(6) 2017 the patient presented to the hospital for a scheduled lead revision procedure. The lead was successfully capped and replaced. The patient was in stable condition before and post surgery.

Event description:
New information reported stated that the right ventricular lead was fractured.